Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in the hospital. The cause of death was a cardiac blood clot. The caller stated that the customer's blood glucose was 45 mg/dl which may have led to the customer's passing. The customer was treated with a glucagon injection but they remained unable to eat. The customer was wearing the insulin pump upon their arrival to the hospital, and the device was removed from the customer for an MRI. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump.